Manufacturer narrative:
Additional information was received that malfunction was suspected with the ipg.

Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging.

Manufacturer narrative:
The ipg (B)(4)/sn (B)(4) passed all required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging.

Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging.